Event description:
It was reported that the patients right atrial (ra) lead impedance has continued to rise, since implant, to the current high level. A potential lead fracture is suspected. Physician attempted to remove/explant lead with gentle traction. Unsuccessful extraction attempt therefore the lead was capped and new lead was implanted. During the extraction attempt the patient went into atrial fibrillation (af) and dc cardioversion was attempted unsuccessfully. Normal sinus rhythm (nsr) was eventually restored using pharmacological therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).